Event description:
It was reported the patient presented post-implant procedure. During interrogation, it was determined the atrial leadless pacemaker (lp) was capturing the ventricle. X-ray confirmed the lp had dislodged to the right ventricle. The lp was explanted. The patient in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of capturing problem and device dislodgment were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification, found no anomaly contributing to reported event of capturing problem.